Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as a result of isolating the cause, it was determined that the phenomenon occurred due to the failure of the circuit board substrate, which is the main substrate of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation was confirmed. Evaluation found that an alarm generated and the front panel display disappeared occasionally due to faulty circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the high flow insufflation unit had a black screen alarm. The issue was observed during preparation for use for a therapeutic (laparoscopic surgery) procedure. The procedure was completed with a similar device with no delays. No patient harm was associated with this event.